Event description:
This lead was implanted on (B)(6) 2006 capped on (B)(6) 2010 and explanted on (B)(6) 2012 due to infection. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).